Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: there was a valve for a suction port found inside of a trach-vent housing. One valve was set properly at the suction port, so this valve must have come from somewhere else. No patient injury reported.